Event description:
It was reported by the rep that (1) tlc55 was used during a colectomy procedure. It was reported that the product jammed or "misfired". The scrub nurse felt the surgeon may have partially fired and then backed off (activating the safety mechanism). The surgeon continued with a new device and with no consequence to the pt. The hospital will not release the instrument without sterilization. The device was steamed and it cooked it pretty good.